Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the site was receiving an error "scan stopped due to exposure problem." The site attempted to reboot the system and did not resolve. There was no patient involvement.

Manufacturer narrative:
The system was serviced in the field and the issue was unable to be duplicated. Multiple 3d spins were ran without issue. The network connections and umbilical cable was also checked. It was noted that there were over 850 patient files that were recommended to be deleted. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.